Manufacturer narrative:
Vyaire fsr performed operational verification procedure according to manufacturer specifications. All tested ok, no problems were found.

Event description:
The customer reported that the volumes are all over the place when the avea ventilator was placed on a patient. There is no information regarding patient harm or injury as of this time.